Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that the insulin pump had excessive no delivery alarm. Customer's blood glucose at time of incident was unknown. Customer reported that they are unable to troubleshoot at time of call because he is not sure how he is resolving the issue. Customer doesn't want to return the set and reservoir for analysis. The customer was advised to call when he receives the no delivery alarm. The customer reported via phone call indicating that he was hospitalized due to high blood glucose. Customer's blood glucose at time of 911 call was unknown. The customer was admitted to the hospital. The customer was kept a few hours and they didn't do anything with him. Customer was wearing the pump at the time of 911 call. The customer was advised to monitor pump.